Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced valve, probe, sample syringe and reagent syringe.

Event description:
A customer contacted beckman coulter inc (bci) regarding the cartridge chemistries (cc) collar wash that was leaking on the unicel dxc 800 pro synchron clinical systems. No injury was reported in connection with this event.